Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred while the pump was charging. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support and pump was arranged for return and replacement.